Manufacturer narrative:
Qn: (B)(4).

Event description:
It was reported that "the device broke when it was inserted into the patient." There were no patient complications. The patient's current condition is unknown at this time.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided two photos for analysis. The photos show two catheters with the body separated adjacent to the juncture hub and into multiple pieces. A complete visual inspection to determine the cause of the damage could not be performed as no sample was returned for investigation. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "storage conditions for these devices require that they are kept dry and out of direct sunlight." Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the device broke when it was inserted into the patient." There were no patient complications. The patient's current condition is unknown at this time.